Manufacturer narrative:
The iacs logs from both bedsides, the m540 logs and screen shots from the event were all requested, however it was determined that none of this information was available. The root cause of the reported issue could not be determined or verified. The IFU cautions the user of workflow that could lead to mixed patient data. This concludes our investigation. This is a complete report and is an isolated case.

Event description:
During patient transport with an m540 on the c700/infinity network, the customer reported that neuromuscular monitoring (nmm) for a previous patient was displayed on the monitor for a patient who wasn't currently having nmm monitored.